Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was suspending when their blood glucose level was 30 mmol/l but their sensor glucose reading was under 3.0 mmol/l. The device was not returned.